Manufacturer narrative:
The investigation revealed that the condition of the returned unit was consistent with the complaint incident that the stent was broken and torn. The stent fragment was detached; however it was included with the return and the suture was still attached one of the suture holes. The suture was not broken. Therefore, the most probable root cause is handling damage. It is also noted that the failure of a torn stent due to handling damage is not a reportable event.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used in a ureteroscopy procedure on a patient (age, sex, weight unknown). According to the complainant, during preparation they found that the stent was in two pieces when they opened the package. One half was ripped and the other half was cut. No damage was noted to the packaging itself. The physician completed the procedure with another of the same device with no patient complications. The patient was reported to be "fine" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used in a ureteroscopy procedure on a patient (patient age, sex and weight are unknown). According to the complainant, during preparation they found that the stent was in two pieces when they opened the package. One half was ripped and the other half was cut. No damage was noted to the packaging itself. The physician completed the procedure with another of the same device with no patient complications. The patient was reported to be "fine" at the conclusion of the procedure.